Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during training on the use of the vasoview 7xb endoscopic vein harvesting device on the patient's right thigh and lower leg, it was noticed, by the clinical specialist who was implementing the training, that the tunnel created by the trainee was bloodier than personal experience using the hemopro 2 device. It was most noticeable during the cautery portion of the harvest. After the harvest was complete, the leg was "milked" until no more blood could be expressed. The leg was closed by the trainee without complications and wrapped with a tensor bandage. The patient was on cardiopulmonary bypass for what was stated as "long pump run", while the leg was closed. Hours after the patient was in the ICU, the trainee was notified of a hematoma running the length of the patient's leg where the vein was taken. The next day the hematoma seemed to dissipate, leaving only ecchymosis and some edema in the right leg. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The incident occurred during use of the device by a trainee and not an experienced physician. If the problem was confined to increase bleeding and hematomas then it is clinically significant but expected to resolve without any additional intervention. A blood collection is also a possible place for infection. The procedure was completed by the trainee. (B)(4).

Event description:
The hospital reported that during training on the use of the vasoview 7xb endoscopic vein harvesting device on the patient's right thigh and lower leg, it was noticed, by the clinical specialist who was implementing the training, that the tunnel created by the trainee was bloodier than personal experience using the hemopro 2 device. It was most noticeable during the cautery portion of the harvest. After the harvest was complete, the leg was "milked" until no more blood could be expressed. The leg was closed by the trainee without complications and wrapped with a tensor bandage. The patient was on cardiopulmonary bypass for what was stated as "long pump run", while the leg was closed. Hours after the patient was in the ICU, the trainee was notified of a hematoma running the length of the patient's leg where the vein was taken. The next day the hematoma seemed to dissipate, leaving only ecchymosis and some edema in the right leg. The hospital did not report any patient effects.